Event description:
Treating healthcare professional reported after injection in the lips with juvederm by another physician, pt developed ischemia at the injection site. Vitrase injections were provided as treatment on four different occasions, after the forth injection the pt developed "sudden swelling" and was diagnosed with "angioedema to vitrase."

Manufacturer narrative:
(B)(4). The reporter does not have info on the lot number and type of juvederm injected. Contact info for the injecting physician was not provided and the reporter does not have any further info regarding the event. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could care infarction or embolization. Precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies.